Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigational and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 255cc mentor memorygel breast implants experienced right sided calcifications, right sided cutaneous contour deformity, and a left sided breast cyst post procedure. These findings were demonstrated through mammography and ultrasound. As a result, bilateral prosthesis replacement with 535cc mentor memorygel breast implants was performed on (B)(6) 2021. The implants were found intact upon removal. See 1645337-2021-05064 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).